Manufacturer narrative:
The product has not been returned for analysis, however, the return is anticipated. Without return of the device, a conclusive cause cannot be determined. The patient¿s weight was requested but unable to be obtained. A supplemental report will be filed when the device is returned or if additional information is received. (B)(4).

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was 80% deployed and it was noted the valve was deep on the left coronary cusp and the patient's blood pressure was low. The valve was pulled back to let the patient recover. The patient became unstable and the delivery catheter system (dcs) and valve were removed from the patient. Cardiopulmonary resuscitation (CPR) was performed and a left ventricular assist device was placed. The procedure was aborted and the valve will be returned to medtronic for analysis. Two days later, a non-medtronic valve was implanted and the patient is hemodynamically stable. No further adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, visual examination revealed no evidence of distortion or damage to the frame. All leaflets and commissures are intact. Conclusion: based on the information provided, no valve defect or valve malfunction was noted that would result in the event as reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.